Manufacturer narrative:
The complainant had returned the product and data logs in 2017 prior to the (B)(6) posting and publication. As such, and investigation could be done and the literature imaging, contained within the publication, could be reviewed. Reviewing the clinical imaging, it is apparent that while mild aortic regurgitation (ar) possibly existed during impella cp support, there was severe aortic insufficiency during impella 5.0 explant. The clinical account states that there was ar four days prior to this event as well. The paper indicates that it was difficult to assess if there was ar under tte imaging, and only visible with ease under subsequent tee imaging. The returned video confirms that it would be difficult to assess given the quality of the tte taken the root cause of the severe ar cannot be determined. The failure mode will be monitored and trended.

Event description:
Via a social media posting, on (B)(6), abiomed was notified of an adverse event from two years prior. The patient published upon had two impella pumps, a cp and then escalated care to the impella 5.0. The patient had documented aortic regurgitation which prompted aortic valve replacement. The patient had been on impella 5.0 support for eighteen days and during those days did have multiple echo procedures done, though the true extent of the valvular complication was not noted til day sixteen of support.